Event description:
Customer called to report an unexpected negative reaction on the abs2000. Customer stated an antibody-positive pt was reported negative by the abs2000. Additionally, customer stated the pt had a transfusion reaction and the antibody was detected during the post-transfusion workup. Customer stated the pt was found positive for a nonspecific ahg-reactive antibody and a sample was being sent out to a reference laboratory for antibody identification.

Manufacturer narrative:
Images were downloaded from customer's instrument and reviewed. Reaction scans indicated a reader misalignment. Performed a track to reader alignment on the customer's instrument. Customer sent sample for investigation testing. Sample tested negative with retention capture-r ready-screen, lot x175 on an in-house abs2000. Tested sample by tube method with panoscreen, lot 03736, using immuadd as the potentiator; no reactivity was observed. The package insert for capture-r ready-screen states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed." And "weak examples of other clinically relevant antibodies, such as passively administered anti-d, may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique. No one test method is capable of detecting all antibodies."